Event description:
When a physician used the subject device for a laparoscopic gastrectomy, the physician could not grasp the tissue with the subject device. The physician withdrew the subject device from pt's body and confirmed that two pins fixing the grasping section were detached. A pin was taken out from the pt's body, the other pin was not found. The physician cleaned the body cavity with the saline. The procedure was completed as scheduled. There was no pt harm reported. After, the physician confirmed that there was not a pin inside the body by x-ray.

Manufacturer narrative:
The subject device was not returned to olympus. The photos of the subject device were confirmed for evaluation, there was a scratch at the pin. The manufacturing history was reviewed with no irregularities noted. Based on cases with the same model, we have considered as a possible cause of this case that strong force was applied to the grasping section outside the body at reprocessing, for example, and the pins damaged. In addition, the physician unawarely continued to use the subject device. If additional info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.